Event description:
It was reported that, "pt had stiffness in her knee. Surgeon did not open procedure to remove adhesion and implanted new insert."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was discarded. If additional info becomes available, it will be submitted in a supplemental report.